Manufacturer narrative:
The reported events of sensing anomaly and capture anomaly were not confirmed. The helix difficulty to rotate was confirmed. As received, a complete lead was returned for analysis in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found the helix to be retracted and clogged with blood/tissue. After cleaning, the helix could be extended and retracted normally. Analysis was normal.

Event description:
It was reported that during the right ventricular lead implantation procedure, helix did not extend properly. In the second attempt, the helix did extend properly; however, the parameters were not acceptable for the physician. The parameters like sensing and capture were not good even when the physician tried to position the lead in another position. After repeated attempts, the physician elected to replace the lead. The procedure was completed. Patient was stable.